Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported for left side "deformity and loss of inframammary fold line", "swollen lymph nodes", "abdominal pain", "stress", "headaches", "lupus", "breast swelling", "rashes", "anxiety", "shock", "depression", "emotional trauma", "fatigue", "insomnia", "fever", "loss of appetite", "loss of cognitive ability", "chronic pain", "disfigurement", "loss of enjoyment of life, and a loss of amenities". The events "emotional trauma, fatigue, insomnia, loss of appetite, loss of cognitive ability, headache, lupus, depression, fever" are not related to the device. The device has been explanted.